Event description:
It was reported that during implant, the new right ventricular (rv) lead could not rescue the patient when defibrillation threshold testing (dft) was done. The physician elected to also use the superior vena cava (svc) coil of the chronic rv lead and reposition the new rv lead. The dfts were then 25 joules. The new rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.